Event description:
Customer stated he stumbled into the house and passed out. Once he came back, he checked his blood glucose and it was 99mg/dl. His wife came to assist him; on the pump screen it had a button error. Customer was not getting any insulin when his wife got home; she followed instructions on the insulin pump and got him back on the insulin pump. The wife downloaded information from carelink and according to the carelink it shows a 3 day gap on the test meter and he is not getting any basal rates. Customer experienced low blood glucose; his nurse practioner lowered his basal rates and temp basal rate. Customer declined low blood glucose troubleshooting. The blood glucose reading was 99mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had multiple error alarms in the alarm history screen due to corrupted history file. Unable to verify history anomaly on carelink pro due to corrupted history file. The device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No button error alarm noted. All buttons function properly. No damage noted on the keypad traces. The device had minor scratched display window and cracked reservoir tube lip.